Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's to 379 (mg/dl) sporadically over the week. The customer delivered correction boluses via the pump to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.